Event description:
The customer reported to olympus, no image and all black on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer tried different maj-1430 and they are getting color bars. Tac asked if the customer tried a 190 series scope and the customer had not. The customer investigated the socket and there was some white stuff. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.